Manufacturer narrative:
(B)(4). D10: unk bilox option head, unk biolox adapter, unk screw, cat#: 11-104211, lot#: 595580, mlry-hd lat por fmrl 11x160mm, unk tmars shell 56mm. G2: foreign - event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial left total hip arthroplasty. The patient was revised for the second time approximately 12 years later due to instability and recurrent dislocations. The patient underwent a head and liner exchange. During the revision, two additional screws were placed into the cup for reinforcement. A constrained head and liner were placed while the initial shell and stem remained intact. No further complications have been reported. It was reported that no further information is available.